Manufacturer narrative:
Product returned and evaluated. The underlying cause documented on the return fields in oracle( isp) is identified as: assembly/component issue: frame, broken/cracked tubing. Tubing broken around weld at bottom rear. Returns forwarded to eng. Review for further investigation. If / when new information becomes available at a later date this complaint will be updated and/or a follow up be sent.

Event description:
Provider states the left side frame broke at weld where the wheel attaches. (B)(6) in tech states warranty replace.

Event description:
Provider states the left side frame broke at weld where the wheel attaches. (B)(6) in tech states warranty replace.

Manufacturer narrative:
(B)(4) 2015 - the device was returned and evaluation. That evaluation determined that there was, in fact, a broken weld on the side frame. While there was corrosion present near the break, the specific underlying cause was not identified.

Event description:
Provider states the left side frame broke at weld where the wheel attaches. (B)(6) in tech states warranty replace.